Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per additional information received with the device, the issue was detected through ultrasound examination and the doctor used cat: 3507255mc, sn: (B)(6). On (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on may 08 , 2023: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample sm mpp gel 400cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed (2) two punctures on the anterior view, measuring both punctures approximately less than 0.1 cm. The bubbles observed by the customer could be originated by the punctures. Microscopic examination was performed on the edges of the punctures, and parallel striations were found in the whole area of the punctures. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional information received on may 30, 2023 indicated the following: date of implant (mm/dd/yy) (B)(6) 2022; date of explant (mm/dd/yy) (B)(6) 2023; procedure type? Reconstruction (revision). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Devices' photo evaluation completed on march 29, 2023: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: bubble in the implant. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast augmentation with a mentor memorygel, 400cc silicone, breast implant, experienced right-sided implant bubble postoperatively. The patient visited a hospital and was diagnosed with an air bubble in one breast through an ultrasound scan. Surgery was inevitable. As a result, patient underwent removal on an unspecified date.